Event description:
It was reported that during a ptca/stent procedure the balloon ruptured during inflation. The lesion was not pre-dilated. The stent appeared to be minimally deployed and the delivery system was removed. After removal of the sds an obstruction of flow was noted and the pt experienced st elevation and chest pain. Attempts to post-dilate were unsuccessful. The partially deployed stent was ultimately crushed against the vessel wall and two add'l duet stents were placed. The pt was released in stable condition.